Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported downstream occlusion out of specification was not reproduced during evaluation. A review of the event history log identified downstream occlusion but were not determined if the alarms were true or false. The cause was determined to be the force sensor values out of specification. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an out of specification downstream occlusion during annual testing in the biomed service. There was no patient involvement. No additional information is available.